Event description:
A hospital has in place bar coded bedside medication verification and an electronic mar, all through their meditech system. Meditech electronic charting has this quirk where it will allow you to "administer" and chart a drug into the future, meaning that you could, for example, chart today that you "gave" next monday's dose already. Then when next monday rolls around, that dose never comes up on the emar to be administered because that day and time has already been satisfied as "given." Error did not reach the pt.